Manufacturer narrative:
Section d4: the heartmate3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2019 the patient was presented to the emergency department with a large black stool and found to be anemic. The patient was then admitted to the miniaturized ventricular assist device (mvad) service with consultation to gastroenterology on (B)(6) 2019. It was reported that the patient underwent a single balloon enteroscopy where it was observed that two large areas of the angiectasia were actively bleeding in the mid-jejunum. Homeostasis was achieved with epinephrine and argon plasma coagulation. Post procedure, proper diet and anticoagulation along with coumadin and heparin bridging was resumed. It was also reported that given the patient's history of multiple gastrointestinal bleeds that his treatment with acetylsalicylic acid (asa) was discontinued and his international normalized ratio (inr) goal was lowered to 1.5-2.5. Furthermore, it was reported that during the patient's admission his hemoglobin and hematocrit (h/h) dropped to 5.6/18.2 on (B)(6) 2019 but appropriately responded rising to 8.0/25.7. Finally, it was reported that upon discharge of the patient he was afebrile, hemodynamically stable with no evidence of active bleeding, had stable h/h at 8.6/27.5, and inr was therapeutic at 2.3. The patient will follow up in the lvad clinic as previously scheduled. No other alarms, malfunctions, or events were reported.